Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the buttons on the insulin pump are not responding and no alarm occurred. Blood glucose value is unknown but customer's mother stated that her son was feeling well. Nothing further reported.